Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patients right ventricular (rv) lead exhibited an alert for out-of-range / low rv tip-to-rv coil pacing impedance. Additionally, it was noted that the r-wave amplitude is declining, exhibiting diminished sensing and the threshold was rising and high. The patient reported feeling chest pain and pain when pacing. It was discovered that the rv lead had a micro-dislodgement. A lead revision was completed, and the lead remains in use. No further patient complications have been reported as a result of this event.